Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for hemostasis after polyp removal in the colon during an endoscopic mucosal resection (emr) procedure performed on ()b)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.